Event description:
Hospital biomed reports that during the acceptance testing of this unit, it was noted that there were erratic readings when the inspiratory pressure knob was adjusted near its maximum setting.

Manufacturer narrative:
Investigation results: it was confirmed that the fault is within the 50-80cm h20 range where there is an abrupt drop and rise in pressure as indicated by the manometer as inspiratory knob is being turned slowly. Examination of the device shows the pressure valve has inconsistent thread spacing which, as inspiratory knob is being turned to move the valve stem, makes winding alternatively "tight and loose" with resulting pressure variations. The fault is similar to previous pcbs which are being addressed by CAPA, complaint is closed.